Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridge was filled with 300 units of insulin. The customer had not tested blood glucose level at the time of the call. During the call with tandem technical support, the customer loaded a new cartridge successfully and resumed insulin delivery.